Event description:
It was reported that an error code was displayed on the external pulse generator (epg) and it had a broken intravenous (IV) pole hanger. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that an error code was displayed on the external pulse generator (epg) and it had a broken intravenous (IV) pole hanger. The device failed incoming functional testing. The device shut down twice on tester, there was no printout. It was noted error code 820 occurred two times. The main seal was pinched. Four encoder nuts were loose. The epg was not repaired as it was no longer serviceable. The epg was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.